Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the lid was opened. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the lid was opened. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The cause of the reported issue was isolated to the power pcba. The returned device was archived by stryker. The customer received a replacement device.